Event description:
Customer reported that the unit was turned off and on and now it has a solid audible alarm and the red warning light stays on. No reported pt involvement. Svc rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.